Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported the catheter broke. A 130cm truselect was selected for an embolization procedure within abdominal area varices. Embolization was performed with a non-boston scientific copolymer. The copolymer seemed to have settled around the truselect catheter. During removal of the catheter, the catheter stretched and broke. The detached fragment remained within the patient. There were no further patient complications and the embolization procedure was complete. The patient was ok post procedure.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device eval by MFR: returned product consisted of a truselect microcatheter, without the tip. Analysis of the tip, shaft and hub/strain relief included microscopic and visual inspection. Inspection revealed a complete separation in the shaft with the tip not returned, and the distal end of the shaft was stretched for 26.3cm. Inspection of the rest of the device found no other damage or defects. Due to the extreme shaft stretching, an accurate length of the device could not be obtained.

Event description:
It was reported the catheter broke. A 130cm truselect was selected for an embolization procedure within abdominal area varices. Embolization was performed with a non-boston scientific copolymer. The copolymer seemed to have settled around the truselect catheter. During removal of the catheter, the catheter stretched and broke. The detached fragment remained within the patient. There were no further patient complications and the embolization procedure was complete. The patient was ok post procedure.